Manufacturer narrative:
Additional information was received that the reason the patient underwent an explant procedure was due to unwanted stimulation that was experienced in the feet. No device malfunction was suspected. It was also reported that leads with model# sc-2366-70 (serial #: (B)(4)) where already explanted on (B)(6) 2013 revision. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm .

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.